Manufacturer narrative:
This is a final report. Visual inspection and electrical evaluation have been performed by the responsible leica field service engineer on site. Further investigation has been performed by the specification developer due to the fact that no parts were returned. Based on theoretical analysis performed by the specification developer the result shows that the reported malfunction was caused by a defective xenon power supply which experienced a short circuit in the input circuit. Due to the short circuit in the xenon power supply the nominal value of the fuse gets exceeded because of the extraordinary short circuit current of the xenon power supply and therefore this caused the main fuse to trip. In addition, it was found that preventive maintenance has not been performed on the device since installation. Based on a review of the complaint statistic the probability of occurrence is evaluated as remote and the event has been considered as an isolated event. The affected device has been repaired and put back into service.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following the investigation. (B)(4).

Event description:
Leica microsystems (B)(4) received a complaint on the (B)(6) 2016 from (B)(6) stating that the main fuse of the microscope system blew during surgery. A defect of the main xenon power supply has been diagnosed by the responsible field service engineer (fse). The surgeon continued the surgery by using a back-up microscope (leica ohs1 surgical microscope). Therefore the surgery was completed and no patient/user harm reported.

Manufacturer narrative:
The previously reported manufacturing site information was missing and therefore the manufacturing site's address, fax number and email address are being submitted as described.